Event description:
It was reported this balloon ruptured on the third inflation during dilatation of a calcified stenosis of an arteriovenous shunt. Following withdrawal of the balloon catheter, it was noted the balloon material had detached from the catheter shaft and remained in the pt. A tourniquet was placed on the pt's arm to stop the detached balloon segment from migrating. Percutaneous retrieval of the detached balloon was not successful. The pt underwent surgical retrieval of the detached balloon and treatment of the stenosis. The pt is well and has since been discharge to home. The device has not been received by this MFR. Therefore, a failure analysis is not available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressure for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, the company is unable to determine the exact cause for this event. The company's direction for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefuly... If resistance is encountered, due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."